Event description:
On assessment, found patient left arm with powerwand inserted on 6 days ago with 3+ edema and ecchymosis noted. Arm circumference +2 from insertion date. Dressing noted to be saturated with fluid. Dressing removed and powerwand noted to be kinked at insertion site. Patient complained of pain, redness noted above insertion site. Powerwand removed, occlusive dressing applied. Powerwand noted to have kinks along the catheter.